Manufacturer narrative:
Investigation attached.

Event description:
Allegedly, the patient is experiencing mom complications (left). Additional information received on 01/21/2022. Allegedly, patient underwent index surgery on his left hip on (B)(6) 2010 at (B)(6). Patient subsequently underwent revision surgery on his left hip at barnes jewish hospital on (B)(6) 2020. This is an alleged dynasty® mom case.